Event description:
A part of the electrode is extruding through the skin following a skin infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A part of the electrode is extruding through the skin following a skin infection. The user was explanted.

Manufacturer narrative:
Additional information: according to the information received from the field, the device was explanted due to an infection leading to extrusion of the electrode through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Re-implantation is considered but no date has been scheduled yet.